Event description:
After the x-ray, system experienced boot up problems, the system lost the ability to move the c-arm and to perform an exposure.

Manufacturer narrative:
(Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.